Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: ifuse implant, p/n 7060-90, lot# 493449, mfd. 06/15/2015, expires 2020-06, UDI (B)(4); ifuse implant, p/n 7050-90, lot# 493598, mfd. 01/19/2016, expires 2021-01, UDI (B)(4); ifuse implant, p/n 7045-90, lot# 493563, mfd. 09/08/2015, expires 2020-09, UDI (B)(4).

Event description:
In (B)(6) 2016, the patient had a right-side si joint arthrodesis where three implants were placed. The patient had a period of pain relief before reporting to a new surgeon with a recurrence of pain. The new surgeon performed a revision surgery where he removed the implants. The status of the patient following the revision procedure is not known.